Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent low blood glucose (bg) levels (around 70 mg/dl) for about one month. The customer would address the low bg by consuming food. The customer indicated that at the time that the low bgs were occurring, the healthcare provider had been trying to figure out the correct basal setting. There was no device malfunction reported.